Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that embolization of the aneurysm was performed to treat the proximal type I endoleak. The amount of endoleak was reduced, but it was not resolved. The physician elected not to perform further intervention in consideration of patient's age and fluoroscopy time. No additional clinical sequelae were reported and the patient is being monitored.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology was reported as severe aortic neck angulation of 75 degree. It was reported that the post-operative follow-up CT confirmed type I endoleak at the proximal side. Due to the advanced in age the physician will monitored the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).